Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the helix was compressed. The outer insulation was cut. The distal and proximal conductors had blood on them (not obstructed). The outer insulation had a cosmetic depression. The distal electrode was damaged due to overstress. Visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood on it (not obstructed). The outer insulation had environmental stress cracking, a cosmetic depression and was cut. Visual analysis noted apparent explant damage. (B)(4). Concomitant products: 6949, implantable tachy lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was further reported that the left ventricular lead fell out during the ra lead revision. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.